Event description:
It was reported that during an unknown procedure, the device wold not release from the vessel. Device was pulled off of the vessel causing laceration to the vessel. Another device was used to complete the case. Consequence to the patient was minor blood loss.

Manufacturer narrative:
Information not available, device not returned for analysis.